Event description:
As reported by the user facility: anesthesiologist was attempting to administer spinal anesthesia to patient for a cesarean section. Stylet removed from spinal needle without incident. Minimal cerebrospinal fluid return from needle but without continuous flow. Needle removed with introducer and approx. 3 cm. Tip of needle noted to be missing. Abdominal x-ray- showed radiopaque foreign body at l3. CT lumbar spine, confirmed foreign body at l3. Anesthesia route converted to general for c/section. Later that day, patient was taken to operating room for removal of foreign body (needle tip) from deep lumbar spine.

Manufacturer narrative:
This report is submitted as a correction for b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.